Manufacturer narrative:
It should be noted the gore® excluder® aaa endoprosthesis instructions for use (IFU) state ¿adverse events that may occur and / or require intervention include, but are not limited to improper endoprosthesis component placement, and occlusion of device or native vessel."

Event description:
On (B)(6) 2022, a patient underwent endovascular treatment of an abdominal aortic aneurysm using gore® excluder® aaa endoprostheses. According to the report, the right internal iliac artery was unintentionally covered by the distal end of the trunk-ipsilateral leg component during the procedure. The physician stated the device should have been pushed further proximally during deployment. No treatment was performed to address the vessel coverage. The patient tolerated the procedure.